Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failed. A technical support specialist confirmed that the customer requested case closure, confirming that the technician resolved the drawer failure. The good faith attempts were made to obtain additional information. No responses were received from the technical support specialist (tss) or the tss manager. Additional information was added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary t2c 2324 main drawers 2.1 and 2.2 were unable to open, and an error message indicated that the device was not detected on the bus. The customer had already rebooted the machine but was still unable to resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.